Event description:
Physician was replacing rv lead and was using a bovie. While using the bovie, the pacemaker scrambled and the st jude rep in the procedure room had to call the tech support and it took approx 30 minutes to reprogram the pacemaker. Zephyr xl-dr prod manufacturer - st jude medical implant. Date- early 2009 placement l pect sq. Status - chronic. Patient had underlining rhythm of 40 and was on external pacer during procedure for any emergency. The generator was reprogrammed and not replaced. Only the rv lead was replaced.